Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to impedance anomaly as a gradual increased impedance which was greater than 200 ohms noted. In addition, there was a lot of calcifications in the pocket. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; f10: device codes; and h6: device codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead damage and consistently high, gradually increasing impedance, which was greater than 200 ohms. In addition, there was a lot of calcifications in the pocket. This rv lead was replaced. No additional adverse patient effects were reported.